Event description:
It was reported that during implant procedure of this lead, it exhibited high pacing impedance out of range greater than 2000 ohms. The lead was removed as a result. No additional adverse patient effects. The lead is expected to be returned.